Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the airway pressure fluctuated and the unit was due for the 6k preventative maintenance. The fsr also found that the airway pressure connection/bulk fitting on the front of the ventilator was broken, causing an unstable airway pressure (paw). The fsr replaced the bulk fitting, driver assembly, inlet filters, fan filter, and installed the 6k preventative maintenance kit. The fsr performed the patient circuit calibration and performance check and the unit meets manufacturer's specifications. The carefusion failure analysis laboratory received the suspect component, a 3100a driver, and evaluated the device. An evaluation of the component did not duplicate the reported issue and there were no issues found with the driver. The most probably cause of the reported issue has been determined to be the broken bulk fitting on the ventilator.

Event description:
The customer reported that the ventilator kept "losing pressure" while in use on a patient. The mean airway pressure (map) fell from 12 to 8 cm h2o. There was no patient harm associated with this reported issue. The patient was placed on another ventilator. The ventilator passed the patient circuit calibration and performance check and the customer was not able to reproduce the issue.